Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation; therefore, no product analysis could be performed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced pericardial effusion. The target lesion was located at the right ventricular outflow tract (rvot). A blazer ii was selected for use. During a premature ventricular complex (pvc) ablation procedure, a non-bsc cardiac mapping system and a score map were used to locate the target lesion. Furthermore, a blazer ii was used to ablate the target lesion. The ablation took several hours; however, the patient's pvc was not resolved. Subsequently, the physician used a non-bsc ablation catheter and resumed to apply radiofrequency to the target lesion. It was then observed that the pvc's would disappear and reappear. Right after the procedure, the patient was presented with pericardial effusion and a pericardiocentesis was performed. No further patient complications were reported.